Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient had an inflatable penile prosthesis (ipp) implanted and the pump eroded through the scrotum, which necessitated a surgical intervention. During surgery, the ipp was removed and replaced with a non-boston scientific malleable device; which was later removed due to discomfort. No additional patient complications were reported.